Event description:
On november 17, 2009, a doctor reported to sybron implant solutions that a pitt easy implant abutment had fractured.

Manufacturer narrative:
The product was returned to MFR for evaluation. Visual examination of the returned product indicated that the cause of the abutment fracture was due to overloading after screw loosening.the implant is still in place and the abutment will be replaced.this is the final report.